Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the date of implant was unknown, but it was done roughly in 2021. It was reported the cause of the recharging issues was determined to be implant depth; they were going to explant the current implantable neurostimulator and replace it with a non-rechargeable system. Patient was not able to successfully charge; it was noted the implant was in their right butt cheek to hip area, with a depth of approximately 3 cm. The patient's indication for use was urinary incontinence and their age was unknown, but it was noted they were roughly in their 40s. Patient replacement had not been scheduled, but they were on a waiting list.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep met with a patient who was having difficulty recharging their ins. They were having issues with charging, the recharging was taking a long time to connect to the implant and once it was connected it was taking a very long time to charge. Rep was wondering if implant depth would affect charging time. It was taking 10 minutes to charge to 10%. The charger was showing excellent connection. Additional information received stated the patient had been implanted about 2 years prior. The issue had been like this for several months, but had progressively gotten worse.  The recharger indication showed green when charging and spun for a length of time to connect and was solid once connected. There were no error codes present. It was noted they were able to connect using the communicator however it was taking a little longer than normal to find the device. There were no signs of infection. It was further noted that the ins felt deep on palpation and took a while to locate. The patient was not receiving sufficient therapy as they often did not have a charge in their ins. Rep was asked for logs, they stated they were not with patient, but when they looked at the recharge logs, it showed various charging days of roughly gaining 10-20%, the bar was green indicating excellent connection, however the length of time was sometimes up to 30 minutes to recharge a small percentage. On 2023-feb-28 additional information was received. Manufacturer representative reported patient has been listed to be relisted by implanting consultant to have an exchange of lead <(>&<)> ipg for a none rechargeable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported the patient is been relisted for an ipg resited. The pain is assumed is due to positioning from consultant error.